Event description:
On march 12, 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was reading inaccurately erratic. The pt takes 20 units of "humulin-n" insulin in the morning (8:00 am) and night (8:00 pm). He also takes sliding-scale "r" insulin 3 times a day prior to each meal. Before bedtime, the pt eats a snack around 9:00 pm. He tests his blood glucose typically 3-4 times a day. At times, he tests 6-8 times a day. One days earlier, the pt took a dose of sliding-scale insulin prior to eating dinner at 6:00 pm. He could not recall how much insulin he took. Later that night at 9:00 pm, the pt ate a snack and took his usual evening dose of 20 units "humulin-n" insulin. Early, the next morning, the pt claimed to have gotten a result of "400 something" at around 1:30 am. He was asymptomatic at the time. Based on the meter result, the pt decided on his own to take 14 units of sliding-scale insulin. According to the pt, he was supposed to take 20 units of insulin based on his sliding-scale. Twenty minutes later, the pt began to feel anxious and disoriented. At that moment, the pt tested his blood glucose and got a result of "50 mg/dl." The pt started eating food and drank beverages to treat himself. He also went to a hospital at an unspecified time that morning and was tested on an unidentified hospital meter. He got a result of "50 something" mg/dl upon admission. He was treated with orange juice and breakfast. Two hours later, the pt's blood glucose was tested again on the hospital device and a result of "81 mg/dl" was obtained. The pt was discharged from the hospital that same morning. From 4:27 am to 5:06 am on the date of report, the pt reported obtained the following meter results: "66, 53, 55, 64, 459, 57, 53, 93, and 62 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and /or <=1.7 mmol/l. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers, but was not cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt performed meter-to-same meter testing that did not meet lifescan's criteria for precision testing. Also, the pt alleges he took "r" insulin based on a meter reading of "400 something" mg/dl, developed symptoms suggestive of low blood glucose 20 minutes later, and go a result of "50mg/dl."

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.